Event description:
It was reported that the device would not operate on battery power. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control advised the customer to replace the battery. The customer later confirmed that they have replaced the battery and the coin cell. The device is functional and it has been placed back in service. The removed battery will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.